Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated she talked with her healthcare professional and they went over the issues. Customer got a no delivery alarm and her blood glucose went high. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.